Event description:
In (B)(6) 2006, I had lasik surgery performed by (B)(6). Six months after my surgery, my right eye had failed. Tlc and the doctor perform prk to try to correct it. When that did correct the eye, they sent me to a dr (B)(6). He tried to fit me with a gas permeable lens with a soft lens piggyback underneath it. I could see through the piggyback. I gave up and went to glasses. I began noticing that my prescription did not last even one year. I returned to an optometrist in (B)(6), she stated that I had keratoconus and referred me to a dr. (B)(6), who wanted to perform cross liking on my left eye and told me that I had what was called corneal ectasia. This is the first time in 7 years that I had an actual diagnosis. I basically was told I would go blind if I did not do something. So I went to the university of (B)(6) and saw dr. (B)(6) who performed a full corneal transplant on my right eye (B)(6) 2013. My left eye is also showing signs of ectasia, not as severe at this point. I have received a corrective soft contact lens from a dr. (B)(6), also part of university of (B)(6). This still needs fine tuning, but he stated that eventually, the eye will not be able to be corrected with a contact lenses and a corneal transplant will need to be performed on this eye also.